Manufacturer narrative:
Adverse event or product problem: emergency room.

Event description:
Per accredo form: patient is in the emergency room due to IV remodulin cadd pump issues and blood in line. No further details provided. Remoulin 2.5 mg/ml united therapeutics. Dose; 80 ng/kg/min intravenous. Continuous (B)(6) 2016 to current. Lot: 939656 exp: 01/31/2023. Pah.